Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: (B)(6). B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not have updated software. Per reporter, they were receiving an error message stating ¿auxiliary control unit watchdog failure,¿ ¿check syringe plunger sensor¿ and something else about primary audible alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.